Event description:
It was reported that patient underwent a revision total knee arthroplasty utilizing a trial stem on (B)(6) 2013. During the procedure, the trial stem could not be removed from the femur causing a delay greater than sixty (60) minutes. As a result, rotating hinge knee and vanguard 360 loan sets were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformances. During the evaluation, all dimensions were found within specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The revision procedure mentioned is reported on medwatch number 0001825034-2013-03254.